Manufacturer narrative:
D4: updated lot, expiration date and UDI details. H3: updated device manufacture date. H6: codes were updated. One used device was returned for evaluation, and the lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. During visual inspection, no damages or anomalies were observed. Functional test was performed and confirmed priming was unsuccessful as an occlusion was observed proximal to the inline filter. Upon closer inspection, a solvent membrane was observed within the tubing lumen. The complaint of an occlusion can be confirmed. The probable cause is due to a solvent application error during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
It was reported that it was blocked and the liquid medicine could not pass through occurred during priming. There was no patient involvement and no patient harm/adverse event reported.